Event description:
Preoperative diagnoses1. Abnormal uterine bleeding.2. Pelvic pain.postoperative diagnoses1. Abnormal uterine bleeding.2. Pelvic pain.3. Pending pathology.procedure: examination under anesthesia, diagnostic hysteroscopy, dilatation and curettage, thermal ablation.complications: the patient was not able to have the thermal ablation because she has a small uterine size. We tried 3 different catheters, and each time there was an overheat error secondary to not being able to put more than 5 ml of fluid into the balloon. We were unable to do the thermal ablation secondary to the size of the uterus.sponge and needle counts: correct.antibiotics: none.drains: none.description of the operative procedure: the patient was taken to the operating room and placed in the supine position. After successful induction of anesthesia by laryngeal mask airway, she was moved to the modified dorsal lithotomy position and prepped and draped in the usual fashion. Examination under anesthesia was carried out and was normal. Anterior lip of the cervix was grasped with a single-tooth tenaculum. The patient was hysteroscoped with a rigid scope and saline as a distention medium. The endometrial cavity was normal. There were no polyps, fibroids, septa, or adhesions. Both tubal ostia were visualized. Cervix was normal. Pictures were taken for documentation. Scope was withdrawn. Cervix was dilated to 20 hanks. Endometrial curettings were obtained. They were normal in amount and normal in appearance. There was no evidence of any perforation. They were sent to pathology for evaluation. The ablation instrument was inspected, tested, placed in the endometrial cavity. We adjusted the pressures, and we began the procedure. The procedure was aborted by the machine because it said it was a catheter error. We got another catheter, and then we went through the same procedure, and again the procedure was aborted because of an overheat error. This was felt to be because the uterus was so small. We tried one more catheter, and again we got to the point where we started to heat, and before it got up to temperature we were stopped because of an overheat error. This was because we were unable to distend the uterus with more than 5 ml of liquid. We considered putting in a novasure; however, that is usually not successful when the uterus is very small, and we typically use thermal ablation when the novasure does not work because the uterus is too small. Because the thermal ablation would not work on 3 different catheter attempts, we stopped the procedure at this point. The patient was taken to the recovery room in satisfactory condition.